Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced the hypoglycemia with blood glucose 20 mg/dl. The customer¿s blood glucose was 60 mg/dl at the time of incidence and other blood glucose value of 103 mg/dl. The customer was treated with food and glucose tablets. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.